Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that towards the end of the atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter stopped deflecting. The catheter was exchanged and the procedure was completed. There was no patient injury reported related to this complaint. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that electrode ring #3 was lifted. This condition was not initially reported. Upon request, additional information was provided on the returned catheter condition. There was no difficulty removing the catheter. There was no patient consequence. The physician had simply stated that it was not bending properly. The electrode condition was not noticed. The sheath used was a 8f sl1. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.